Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "poor image quality." Was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: insertion tube is dent, insertion tube is bend, insertion tube is looseness and the connection point between the light guide connector and the video cable is loose. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure and for the customer allegation, the most probable cause was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.